Event description:
Same case as MDR ID 2134265-2013-06413. It was reported that during percutaneous coronary intervention, the catheter became stuck on the stent and stent damage occurred. The lesion was located in the mildly calcified and mildly tortuous proximal left anterior descending artery (lad). A promus element stent was deployed and was completely expanded. The atlantis sr pro imaging catheter was advanced, and showed that the stent was well apposed. However, upon withdrawal, the catheter became stuck on the distal portion of the stent. The physician rotated the catheter and removed it successfully. Damage to the guide wire exit port of the catheter was noted on removal. After the stent stuck occurred, distal part of the implanted promus element stent looked dark under angiography and stent damage was suspected. The stent damage was treated with balloon inflation with an unspecified balloon. Procedure was completed with no patient complications reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: only the sheath and imaging core of the complaint device was returned for evaluation. Examination of the returned device revealed the imaging core assembly was out of the sheath assembly, the imaging core was cut off from the hub and the guidewire exit port was lifted 1.0mm. The device failed to met specifications based on its returned condition. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2013-06413. It was reported that during percutaneous coronary intervention, the catheter became stuck on the stent and stent damage occurred. The lesion was located in the mildly calcified and mildly tortuous proximal left anterior descending artery (lad). A promus element stent was deployed and was completely expanded. The atlantis sr pro imaging catheter was advanced, and showed that the stent was well apposed. However, upon withdrawal, the catheter became stuck on the distal portion of the stent. The physician rotated the catheter and removed it successfully. Damage to the guide wire exit port of the catheter was noted on removal. After the stent stuck occurred, distal part of the implanted promus element stent looked dark under angiography and stent damage was suspected. The stent damage was treated with balloon inflation with an unspecified balloon. Procedure was completed with no patient complications reported and the patient's status is good.